Manufacturer narrative:
An event regarding damage involving an unknown triathlon patella was reported. The event was confirmed through material analysis of the returned device. Method & results: -product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 06 may 2019 which indicated: burnishing and scratching were observed on the patella insert. These are common damage modes of uhmwpe. The yellow discoloration observed on the patella is consistent with the absorption of synovial fluid by the device. Delamination and material loss was observed on the patella articulating surface; consistent with the insert articulating surface contacting a hard object. The anterior surface of the patella insert was damaged due to explantation. A material analysis has been performed. The report concluded: burnishing, scratching and third-body indentations were observed on the tibial insert. These are common damage modes of uhmwpe. The posterior end of the medial condyle had delamination and material loss consistent with the insert loaded from the posterior side. Backside impression markings were observed on the distal surface of the insert, consistent with contact against the baseplate. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. Burnishing and scratching, delamination and material loss were observed on the patella insert. The anterior surface of the patella insert was damaged to explantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: not performed as no medical records were received for review with a clinical consultant. -product history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusion: a review of the returned product by a material analysis engineer revealed: burnishing, scratching and third-body indentations were observed on the tibial insert. These are common damage modes of uhmwpe. The posterior end of the medial condyle had delamination and material loss consistent with the insert loaded from the posterior side. Backside impression markings were observed on the distal surface of the insert, consistent with contact against the baseplate. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. Burnishing and scratching, delamination and material loss were observed on the patella insert. The anterior surface of the patella insert was damaged to explantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Further information such as device identification, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to subluxation. The posterior portion of the poly fractured off, which caused the subluxation. The piece of the poly was in the joint space and damaged the patellar component. Surgeon revised patellar component and cr poly was revised to a cs 2x13 poly. Rep reported that no further information will be available.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to subluxation. The posterior portion of the poly fractured off, which caused the subluxation. The piece of the poly was in the joint space and damaged the patellar component. Surgeon revised patellar component and cr poly was revised to a cs 2x13 poly. Rep reported that no further information will be released by the hospital or surgeon.